Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was during routine check, discovered by customer and fst was contacted, the cs300 intra-aortic balloon pump (iabp) display not working properly. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they reset connections for the main board, display board, and video receiver board. The unit passed all functional and safety tests.